Event description:
At 19:00 on (B)(6) 2024, when the nurse gave the patient an arterial sensor flushing, she found that the nipple part of the prefilled catheter irrigator was broken and could not be removed in the sensor, and immediately replaced it with a new arterial sensor. No injuries were caused.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up it was reported the nipple part of the prefilled catheter irrigator was broken. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a connector with the luer tip of the syringe in it. No other information could be obtained from the photos. Previous investigations have confirmed that excessive torque applied when connecting the syringe could induce the defect reported. A device history record review was completed for provided material number 306594, lot 3297905. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.